Event description:
It was reported that the patient underwent a basivertebral nerve ablation at multiple levels. The physician completed the case successfully. However, after the procedure, the patient was admitted to the intensive care unit (ICU) for a retroperitoneal bleed. The physician ordered a computed tomography (CT) scan with an angiogram, which showed a lumbar artery aneurysm. The patient received an embolization in radiology. All devices were discarded by the medical facility and will not be returned, as there were no reported device issues. The patient is doing well postoperatively and has no complications.

Event description:
It was reported that the patient underwent a basivertebral nerve ablation at multiple levels. The physician completed the case successfully. However, after the procedure, the patient was admitted to the intensive care unit (ICU) for a retroperitoneal bleed. The physician ordered a computed tomography (CT) scan with an angiogram, which showed a lumbar artery aneurysm. The patient received an embolization in radiology. All devices were discarded by the medical facility and will not be returned, as there were no reported device issues. The patient is doing well postoperatively and has no complications.

Manufacturer narrative:
Correction to initial emdr in block d4.